Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed that the returned unit was unable to cut consistently across the entire length of the blade. Engineering observed a small gap between the tips of the blades. The reported experience of rough actuation could not be confirmed. Based on the condition of the event unit and description of the event, the scissors were unable to cut due to the gap that were observed between the tips of the blades on the returned unit. However, the exact root cause of the gap could not be determined based on the evaluation of the returned unit. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this process, applied medical is currently researching possible enhancements intended to further minimize the potential for this type of event to occur.

Event description:
Procedure performed: sleeve. Event description: from initial notification: scheren schliessen nicht ¿geschmeidig¿ [ame translation] scissors don't close "smoothly". Additional information received from customer via email on (B)(6) 2021: the procedure was a sleeve. The scissors would not cut through tissue, they were blunt. No one was harmed. Intervention: unknown. Patient status: no patient injury.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: sleeve event description: from initial notification: scheren schliessen nicht "geschmeidig.¿ [ame translation] scissors don't close "smoothly". Additional information received from customer via email on 07-june-2021: the procedure was a sleeve. The scissors would not cut through tissue, they were blunt. No one was harmed. Intervention: unknown. Patient status: no patient injury.